Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. During the eval the device experienced a door not fully latched message caused by a failing input/output circuit board. The input/output printed circuit board was replaced.

Event description:
It was found during a baxter eval that a spectrum pump alarms that the door is not fully latched. There was no pt involvement.